Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was getting the replace generator message for their ipg. Surgical intervention may take place at a later date to rectify the patient issue.

Event description:
Related manufacturer report number:3006705815-2023-07096, 3006705815-2023-07095. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b5: remove related manufacturer report number "3006705815-2023-07095". Section b5: add related manufacturer report number " 3006705815-2023-07140".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A ¿replace generator¿ warning message was reported. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.